Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/v 4.10e. Pump passed the displacement test. Pump received with broken battery tube threads, cracked case battery tube and broken battery cap. The p-cap locks into the reservoir compartment properly noted.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.